Manufacturer narrative:
Device is combination product

Event description:
It was reported that a shaft break occured. A 2.25 x 12 synergy stent balloon expandable was advanced to treat that lesion. However, it was noted that the shaft rupture. There were no patient complications nor injuries were reported.